Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2008. After completing the procedure, the surgeon noted that he had inadvertently forgotten to remove a mirena intrauterine system. The surgeon then removed the device. The pt experienced uterine bleeding. The surgeon stated that he felt that the presence of the mirena might interfere with the effectiveness of the thermal ablation treatment, so he repeated another eight minute thermal ablation treatment cycle. The pt did well except for post-operative pain, which was managed with oral analgesics. An ultrasound of the uterus performed on an unk date, found a thickened endometrium of 15mm and a vascular nodule in the fundus of 1.5 cm. Currently, the pt is in good condition.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00220. The same pt is represented in each medwatch.